Manufacturer narrative:
(B)(4).

Event description:
The pt recharged their implantable neurostimulator the month of implant. Approximately six months later, the pt attempted recharging. The recharger displayed 44-68 (of 80 possible) when the pt used the antenna locate feature on the recharger. The pt programmer displayed the poor communication screen. The neurostimulator was believed to be overdischarged. The pt visited her hcp and discussed the issue with the field rep. The device was not successfully reprogrammed. Neither the programmer or recharger were replaced. The pt was seen in clinic again. No testing was done. Neurostimulator replacement was being discussed. A follow-up report will be submitted if additional info becomes available.